Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units ECG patient cable is damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional info: contact person (name: (B)(6), email: (B)(6), nurse). It was reported that cardiosave intra-aortic balloon pump (iabp) with ECG patient cable was damaged. A getinge field service engineer evaluated that ECG patient cable found damaged. Cardiosave machine can work normally. ECG patient cable found damaged. Notify the agency and quote later.no patient involvement. H3 other text: repair service not done.

Event description:
N/a.